Manufacturer narrative:
Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A pump system check was performed and a cause could not be determined. Blood glucose (bg) was 202 mg/dl. Customer also reported to have miscalculated the carbohydrates for the food bolus. Bg was 39 mg/dl and a glucose tablet was consumed to address low bg.